Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 243 mg/dl. The customer doesn't have a new aaa alkaline battery to test with the pump. The customer was advised to insert a new battery as soon as possible, if display does not return revert to backup plan until the replacement battery cap arrives.